Manufacturer narrative:
The customer canceled the svc call.

Event description:
The customer reported that the sys beeped and would not turn on, boot up. There is no report of injury or death associated with the event described in this complaint.